Event description:
Serious injury involving one person. Pt was diagnosed with infectious keratitis/corneal ulcer with defined borders in right eye and treated with ciloxan. Lens model/water content: focus toric/55%; lot number: unk; eye involved: right; refraction: myopia; total duration of use (months) wearing modality: 27; number of days lens worn: one; last visit to practitioner prior to symptoms: 8/4/97; type of lens care system used: chemical; name of disinfecting system used: renu; was homemade saline used: no; number of days between cleaning and disinfecting: 1; days between cleaning and symptoms: unk; days between symptoms and calling dr: 24 hrs; self-treatment by pt: no; hand washing before lens manipulation: unk; ulcer location: 1:00 approx 2mm from pupil edge; visual acuity before symptoms: 20/20 ou with lenses; visual acuity after symptoms: 20/40 right eye; results of culture: none taken; results of corneal biopsy and/or scrapings: none taken; treatment administered: ciloxan; prognosis: excellent.